Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed with no issues noted. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device pneumatic system failed as the device was unable to reach desired pressure levels. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Upon further inspection, it was noted that the door piston foam was deteriorated. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.